Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a monitoring voltage of 2.55 volts and a charge time greater than 30 seconds. No adverse patient effects were reported.